Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer did clear the alarm, rewind, and prime, but the alarm reoccurred. Had the customer manually pushed the insulin and the motor alarm happened again. Ran a displacement test and the test failed. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had an intermittent failure that was not detected during testing. The insulin pump passed the displacement test, prime and basic occlusion test. No displacement anomaly noted.